Manufacturer narrative:
A review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, trends, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU, potential adverse events that may occur and/or require intervention include, but are not limited to: "infection of the aneurysm, device or access site, including abscess formation, transient fever and pain." Patient counseling information additionally states that " physicians must advise each patient that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Aneurysm rupture may be asymptomatic, but usually presents as: pain; dizziness; fainting; repair heartbeat or sudden weakness." Based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
Verzini, fabio, md, phd, febvs et al; "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft." Society for vascular surgery 2016; 1-12. The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. The article states that one late fatal rupture was attributable to device infection. The patient died after conversion to open surgical repair.